Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: a complaint history check was performed and this is the 3rd related complaint for needle clog (during prime) on lot # 8072768. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported that a pen ndl 32g 4mm 90 CT had no insulin flow when priming. The following was reported, "consumer reported during priming, no insulin flow. Does not always prime before use. Stated it happened with 6 pen needles. Discarded samples. Lot: 8072768, item: 320883, expiration date: 2023-03-31. Incident date unknown. Consumer calling back with address to send replacements to."